Event description:
It was reported that that the atrial lead exhibited high thresholds and no capture. X-ray diagnostic revealed that the lead had dislodged. The lead was repositioned and noted as capturing as intended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead implanted: 2013-(B)(6); 4968-60 lead implanted: 2013-(B)(6). (B)(4).